Manufacturer narrative:
Arjo was notified about an event with involvement of miranti hygiene lift. It was reported that the lift tipped over and the resident fell off the lift. No injury occurrence was reported. The resident was agitated trying to get him out of the tub. The resident grabbed the edge of the tub, repositioned himself, slid down to foot end of the tub and his legs were hanging off the lift's edge. Then the lift tipped over and fell on the floor together with resident. After the event, a ceiling lift was used to raise the resident and transfer him into wheelchair. According to the received information, when the event occurred two personal support workers (psws) were doing the transfer and safety belt was not used. The thigh support pad was removed as the resident was agitated and sitting upright in the middle of the stretcher. The device was removed from service and was evaluated by the arjo service technician. According to the results of inspection, the unit was found to be in good working order as no malfunction was found. In the instructions for use (IFU, 04.ce.02_13) arjo recommends facilities to establish regular resident assessment routines. Caregivers should assess each resident prior to use according to the specific criteria. The resident must be able to understand and respond to instructions to remain in a safe laying position on the stretcher or remain in such a position as a result of a limited physical capacity for movement. If a resident does not meet the given criteria an alternative lift shall be used. The miranti¿s IFU provides also other information important for safe and correct use of the device, such as: ¿to avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened.¿ ¿to avoid injury, ensure that the resident is not left unattended at any time.¿ ¿to avoid entrapment, make sure to keep the residents hair, arms and feet close to the body and use designated grab supports during any movement.¿ ¿make sure the resident is positioned correctly on the stretcher.¿ the design of miranti lift has been tested and verified, the device passed tests in regards to (in)stability. The device was confirmed to be compliant with standards iec 60601-1: 2005 + corr. 1 (2006) + corr. 2 (2007). It is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full safe working load (swl), and in its highest stroke position. In summary, the technical inspection revealed that the device was up to manufacturer¿s specification after the event. According to the customer allegation, the device tipped over during use and from that perspective, the device did not perform as intended. The device was used for patient hygiene when the event occurred and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to indication of a patient fall and device tipping over, which could have resulted in a serious injury occurrence.

Manufacturer narrative:
The device was removed from service and was evaluated by the arjo service technician. According to the results of inspection, the unit was found to be in good working order as no malfunction was found. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of miranti hygiene lift. It was reported that the lift tipped over and the resident fell off the lift. No injury occurrence was reported. The resident was agitated trying to get him out of the tub. The resident grabbed the edge of the tub, repositioned himself, slid down to foot end of the tub and his legs were hanging off the lift's edge. Then the lift tipped over and fell on the floor together with resident. After the event, a ceiling lift was used to raise resident and transfer him into wheelchair. According to the received information, two personal support workers (psws) were doing the transfer and safety belt was not used. The thigh support pad was removed as the resident was agitated and sitting upright in the middle of the stretcher.